Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic following alert due to atrial lead noise. Upon interrogation, all lead measurements were within range. The physician deactivated the atrial lead to resolve the issue, the device is now programmed as single chamber. The patient is in stable condition.